Event description:
It was reported that the water injection end of the foley catheter had been separated many times, splashing medical staff, and the balloon could not be filled with water, resulting in failure of indwelling.

Manufacturer narrative:
The reported event was inconclusive. No sample returned for evaluation. The potential root cause for this failure mode could be manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.